Event description:
Event description guidant received information that after being in service for only 32 months, this pacemaker was removed and replaced due to early battery depletion. The programming history of the device could not be obtained. A new guidant device was then implanted.